Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
As reported to coloplast though not verified, the legal representative stated mesh erosion, exposed mesh, urinary tract infections and has undergone corrective surgery.